Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. The sensor was inserted on (B)(6) 2015. Patient inserted sensor into arm. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned receiver (part number stk-kd-blu/serial number (B)(4) /lot number 5194433), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of inaccuracies. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on (B)(4)2015. A follow-up report will be submitted once the evaluation is complete. However, the data log was provided by the patient. The data was reviewed on (B)(4)2015 and confirmed the reported event of inaccurate blood glucose values. It is also reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).